Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the surgeon was using the femoral head impactor device to impact the final femoral head. The device broke into two pieces on the last impaction. It was reported that all of the pieces were retrieved from the patient. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. The surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: serial number unknown (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the kincise replacement cap was cracked, which was probably due to it being dropped or misaligned during use. It was further determined that the device failed pretest for visual assessment and end cap thread assessment. It was determined that the failure was consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.